Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced allergic reaction; the aligners are causing gum bleeding and extreme discomfort when consuming foods. Patient's pcp had patient not use the aligners for a week to see if their symptoms and the sneezing and nasal draining would stop. Patient states, although it wasn't clinically proven that the aligners were causing the allergic reaction, their abstinence from the aligners are making them feel better. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.